Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021. During the procedure, the physician pulled the second lead. Both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2021-13676, 1627487-2021-13677. It was reported that the patient experienced ineffective stimulation. Imaging revealed one of the patient's sacral leads had migrated. Surgical intervention may take place at a later date to address the issue. It is unknown which lead migrated, therefore all leads are being reported.